Manufacturer narrative:
(B)(4). Medical products- biomet interlok stem tibial component, catalog # 141513, lot # 357860; vanguard ps tibial bearing, catalog # 185092, lot # 192510; biomet porous finn stem, catalog # cp163826, lot # 784950; vanguard post femoral augment, catalog # 184226, lot # 861350; biomet tibial block, catalog # 141763, lot # 959760; vanguard augment bolt, catalog # 184299, lot # 861460; vanguard post femoral augment, catalog # 184246, lot # 258970; vanguard distal femoral augment, catalog # 184266, lot # 677130; vanguard distal femoral augment, catalog # 184286, lot # 677160; biomet porous finn stem, catalog # cp163816, lot # 799930. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00005, 0001825034-2019-00006. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient has developed an allergy. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported issue is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00005, 0001825034 - 2019 - 00006, 0001825034 - 2019 - 05275, 0001825034 - 2019 - 05278, 0001825034 - 2019 - 05279, 0001825034 - 2019 - 05280, 0001825034 - 2019 - 05281, 0001825034 - 2019 - 05282, 0001825034 - 2019 - 05283, 0001825034 - 2019 - 05284.

Event description:
No further event information available at the time of this report.